Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference #3006705815-2016-00357. It was reported the patient had leads placed for a trial procedure on (B)(6) 2016. The patient went to the emergency room on (B)(6) 2016, due to having a stroke. The ER doctor suspected an infection/abscess therefore they explanted the leads. It was also noted the patient's glucose level was over 600. The patient was admitted to the ICU for two days and stayed another 3 days in the hospital. Follow up revealed there was no confirmation of an infection/abscess and the patient is doing much better.